Event description:
It was reported that the customer received a sensor error, cal error, and a threshold suspend alarm. Customer's blood glucose level was 116 mg/dl and sensor glucose reading was 72 mg/dl with two arrows going down. Customer stated that he cleared the threshold suspend alarm and his sensor glucose reading was 92 mg/dl and his blood glucose was 124 mg/dl after he calibrated. Customer turned it off since then. Customer now has a weak signal. Customer stated that he was sitting down watching tv and the alert occurred after initialization. Customer stated that the connection bridge on the transmitter is damaged and although he had blood on site, it seemed to be working fine. Customer stated that the sensor had a slight bent like the other sensors he has pulled. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Customer declined troubleshooting for blood at site and sensor error. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings. The needle complaint could not be confirmed due to the needle not being returned with the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.